Event description:
It was reported that when using the bd pyxis¿ es server failed to communicate. Additionally, customer stated that they were able to place and verify orders from epic. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the test server and the test cabinet were not communicating. A technical support specialist checked the test stations in remote smart service and found that both the systems were showing manual recovery status in the data sync logs, performed a manual database backup and followed the steps in the knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue", observed that the station logs were not progressing, proceeded to drop the database, initiated a full sync for both stations to d1nmmgtpesap01.fairview.org, reviewed error logs indicating failure to access the identity server token endpoint and authentication errors related to intrusion detection system (ids) connectivity to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.